Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that during a primary hip surgery, after implantation of the allofit alloclassic shell 50/hh (ref: 4244), the durasul alpha insert hh/32 (ref: 01.00013.408) could not be placed in the shell. After confirming the correct size of the insert, a second anchoring attempt was made, which also failed. Finally, a hooded durasul alpha insert hh/32 (ref: 01.00013.508) was used, which could be anchored immediately. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Patient data: has not been provided. Product evaluation: visual examination: the durasul alpha insert was returned for examination. The pole peg is slightly indented on one side. There are also two pairs of imprints from the shell spikes (4 individual imprints in total). Both pairs are not evenly distributed on both sides of the pole peg. Otherwise, the insert has several scratches, nicks and sheared off parts. Measurements: to ensure the durasul alpha inlay hh/32 has correct dimensions, relevant characteristics according to inspection plan and product drawing were measured with caliper. As the device has been in use, changes in shape cannot be excluded. Characteristic no. 11 feature diameter 44.37 +0.05/-0.05. Specification: max. 44.42 mm; min. 44.32 mm. Measured value: 44.32 mm. Conclusion: the characteristic of the snap diameter is within specification. Characteristic no. 15 feature diameter 41.6 +0.3/-0.3. Specification: max. 41.9 mm; min. 41.3 mm. Measured value: 41.62 mm. Conclusion: the characteristic of the upper diameter is within specification. Characteristic no. 16 feature diameter 44.69 +0.05/-0.05. Specification: max. 44.74 mm; min. 44.64 mm. Measured value: 44.74 mm. Conclusion: the characteristic of the upper snap diameter is within specification. Characteristic no. 31 feature height of inlay 15.5 +0.05/-0.05. Specification: max. 15.55 mm; min. 15.45 mm. Measured value: 15.38 mm. Conclusion: the characteristic of the height is out of specification, which can be attributed to a measurement error, as the height dimension has to be measured in 2 parts that are added. Characteristic no. 38 feature diameter 4.6 +0.1/-0.1. Specification: max. 4.7 mm; min. 4.5 mm. Measured value: 4.99 mm at thickest cross section. Conclusion: the characteristic of the pin diameter is out of specification, as the pin has been deformed during inlay insertion. Results summary: characteristics of the durasul alpha inlay relevant for assembly have been measured and were found to be according to specification. Small deviations can be attributed to errors of the measurement system and deformations of the device due to usage. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the reported product combination (insert and shell) was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing of the insert. The manufacturing records of the implanted shell could not be reviewed due to unknown lot number. Ncr: no ncr with a potential correlation to the reported event was found (2x surface damage and 3x foreign particle inclusion). Surgical technique: all surgical steps relevant for liner insertion can be found in the applicable surgical technique. Conclusion: it was reported that during a primary hip surgery, after insertion of the allofit alloclassic shell 50/hh, the durasul alpha insert hh/32 could not be placed in the shell. After confirming the correct size of the insert, a second anchoring attempt was made, which also failed. Finally, a hooded durasul alpha insert hh/32 was used, which could be anchored immediately. Review of the manufacturing records and the measurements performed showed that the durasul alpha insert was manufactured according to the predefined specifications. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The visual examination showed that the pole peg is indented on one side. In addition, the imprints from the shell spikes are not evenly distributed on both sides of the pole peg. This indicates that the insert was not perfectly centered in the shell prior impaction, which prevents the insert from being properly anchored in the shell. Therefore, based on the investigation, the most likely cause of the assembly issue is the misalignment of the insert prior/during impaction. The reason for the misalignment (e.g. Soft tissue remnants in the shell) remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a primary hip surgery an intra-operative complication occurred. It was reported that when the surgeon tried to fit the liner in the cup, it did not fit. The procedure was completed using another liner without any problem.